Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a right ureteroscopy and cystoscopy procedure with right pyelogram upon removal of the access sheath the nurse observed that the distal tip portion had broken and fell into the patient's bladder. A cystoscopy was performed and the device fragment was located and retrieved from the patient's bladder with a grasper. The intended procedure was completed with a different similar device. No patient injury was reported. The patient was discharged home the same day. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the damaged sheath and all packaging was sequestered by the or nurse manager. No further information was provided.